Event description:
The customer stated that she tested her blood glucose and received a reading of 414 mg/dl. She retested and received a reading of 179 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. The customer did not allege any adverse events. Replacement test strips are to be sent to the customer, but she stated that she could not return the test strips that gave the erratic readings.